Manufacturer narrative:
Patient codes: 1965 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not indicated as returning for analysis. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
This report is filed as an elevated mean mitral valve gradient was observed. On (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4 and a posterior leaflet 2 (p2) prolapse with leaflet tethering. Two mitraclips (cds0502 80202u239 and 80202u264) were implanted, reducing the mr to <1- 2+. On (B)(6) 2018, during a follow-up, residual, increasing mr grade 2+- 3+ was noted between the 1st and 2nd implanted clips. The patients condition was also worsening. On (B)(6) 2019, the patient started experiencing worsening heart failure and dyspnea. The patient was hospitalized and medications were provided. On (B)(6) 2019, the mr was graded 3+. On (B)(6) 2019, a follow-up echocardiogram reported mr grade 3+ and a mean mitral valve gradient of 10mmhg. On (B)(6) 2019, the patient experienced worsening heart failure with dyspnea. The patient was admitted to the hospital and mediations were provided. Reportedly, both clips had remained stable and well seated, however, there was a prolapse area with severe mr. On (B)(6) 2019, a mitral valve replacement was performed. The event resolved without sequela. Per physician, the events were unrelated to the mitraclip device and the increased mr was due to disease progression. Both clips remained stable and well seated, there was no tissue injury, and the clips did not cause or contribute to a worsening prolapse with severe mr. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. If follow-up what type, correction: manufacturer name, city and state. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr) and mitral stenosis, as listed in the mitraclip system instructions for are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the mitral regurgitation (mr) and mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.